Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was noted that the customer does not do the following: mh-948 air water channel cleaning adaptor use; no adequate brushing & flushing of forceps elevator; inadequate pre-cleaning steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the dirt / foreign material remained due to incorrect reprocessing. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "instruction manual tjf type 150 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus that the duodenovideoscope had angulation defects that were found during maintenance of the device. Inspection and testing of the returned device detected forceps elevator was clogged with unknown, yellowish/brown foreign material and the control unit was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found distal appearance failed. Plastic distal end cover and body was dirty. Bending cover had adhesive deterioration and separation on the thread-wound sections. Angle knob rotation/angulation directions/knob play/bending angles failed. Light guide lens had chip. Forceps elevator has foreign material. Plastic distal end cover had a dent. Adhesive on bending section-rubber was detached and discoloration. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to the wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, bending angle in left direction does not meet the standard value. Due to the wear of angle wire, bending angle in right direction does not meet the standard value. Due to the wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, the play of right/left knob is out of the standard value. Due to cutting on knob-wire, forceps raising angle does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.